Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an insulin flow block during bolus delivery. It was found that cannula was bent. Customer was also hospitalized on (B)(6) 2016 due to not being able to keep food down and having large ketones. Cause of hospitalization was a virus. Customer was treated with fluids. After troubleshooting for insulin flow blocked, customer was advised that insulin pump would need to be replaced.